Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air detector help messages which were not reproduced while running a loaded set. Air detector help messages were verified through a review of the event history log by the presence of air in line messages. The cause was determined to be cracks in the flex pins on the ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detector help message. There was no patient involvement. No additional information is available.